Event description:
Taxus express2 clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The patient presented for treatment with stable angina. The target lesion was a de novo, 90% stenosed, 3.0x6.1mm lesion of the proximal lad (left anterior descending). When the lesion was predilated using a 3.0x12mm balloon catheter at 14atm, a dissection occurred. Next this 3.0x16mm taxus express2 drug eluting stent was deployed at 14atm in the lesion and a dissection occurred. The taxus stent was post-dilated using the pre-dilation balloon at 20atm. Post-deployment ivus (intravascular ultrasound) was performed and showed "not good" apposition of the stent. Following the procedure, stenosis was 0%. The patient was discharged from the hospital one day following the procedure. At the one month study follow up, the patient was asymptomatic.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.